Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had percutaneous endoscopic gastrostomy (peg) tube placed. The patient developed a peritoneal separation post operatively. The patient underwent emergency laparotomy to repair the separation with drains put in place. Patient developed a stoma infection and remained in the hospital and was treated with antibiotic clindamycin.